Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the balloon was inserted, the alarm kept warning of helium leakage, several attempts to adjust it were unsuccessful, and after removal of the balloon, the anterior end of the balloon was found to be fractured and the central lumen of the tip was separated". Additional information states that to continue therapy, another catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon re-turn, the one-way valve was tethered to the short driveline tubing. The iabc central lumen was noted broken at the proximal end of the distal tip; it was noted broken at approximately 1.5cm from the distal end of the iabc tip. The iabc central lumen was also noted broken at approximately 71.7cm from the iabc luer end. The bladder was fully unwrapped. No obvious blood was noted on the returned iabc; the catheter was likely cleaned prior to return. No sheath was returned with the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip; a leak was also noted from the bladder. The leak from the iabc distal tip is consistent with the previously con-firmed broken central lumen. Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from a sharp object, was noted at approximately 5.6cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the bro-ken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance at approximately 9.8cm and could not advance at approximately 71.2cm from the iabc luer. Some blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is confirmed. During the investigation, there was multiple breaks to the central lumen near the distal tip, and the bladder was noted with a leak site. Either damage can result in a helium pathway leak and cause blood to enter the helium pathway. Due to the combined damages, it could not be confidently determined which damage occurred first or what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the balloon was inserted, the alarm kept warning of helium leakage, several attempts to adjust it were unsuccessful, and after removal of the balloon, the anterior end of the balloon was found to be fractured and the central lumen of the tip was separated". Additional information states that to continue therapy, another catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".